Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 636 mg/dl and ketones that were identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids saline and insulin which resolved the issue and was released later the same day. Customer declined any further supplies or system check, indicating no additional assistance was necessary.